Event description:
Report received from distributor, promius pharma on 12/29/2008. The promius report indicated that a physician spontaneously reported a (B)(6) male experienced red, itchy, edematous rash on his face and swollen eyelids five days after beginning to use epiceram. The patient's medical condition was limited to atopic dermatitis. The patient was not reported to be using any other products concomitant prior to the event. The physician indicated that she saw the patient on (B)(6) 2008 and this was reported to be five days after the patient began using the product. The physician treated the patient with topicort cream to his cheeks bid, desonide ointment to his eyelid area bid, and benadryl 12.5 mg/5 cc prn for itching. On (B)(6) 2008, the rash, itching, and swollen eyelids were resolved and the medications used for treatment were stopped.

Manufacturer narrative:
Ceragenix has recently re-evaluated the MDR review process and determined that this event is reportable under regulation.